Manufacturer narrative:
The investigation into the battery failure issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs revealed a gap in time when the console was not powered on (~10 months). The batteries were depleted because the console was most likely not routinely charged as recommended by the end user. The investigation verified the cause of the aic issue was a depleted battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The clinical support coordinator reported that the automated impella controller (aic) generated a battery failure alarm during start up, when unplugged from the wall and turned on. The facility reportedly used another aic. There was no patient harm reported.